Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the tubing was broken at the solvent-bonded junction of the distal luer. The reported condition was verified. The cause of the broken tubing was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured february 3, 2015 to february 4, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection did not provide enough objective evidence to verify the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked after the blue winged luer cap and "hub" came apart from the tubing. There was no patient involvement. No additional information is available.